Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that a burette had been in use for approximately 24 hours infusing 0.9% normal saline with 5% dextrose when they noted that medication was spurting across the room from a hole in the burette. There was no report of pt harm or medical intervention. No additional patient or event details were provided by the customer.